Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after shaping, the delivery started, but the micro-guidewire could not pass through the micro-catheter echelon. Repeated adjustments failed to pass through. After withdrawing and checking, the tip of the echelon was broken, so a new one was replaced. The same situation occurred, and finally, the non-medtronic product was replaced to complete the operation. There were no patient symptoms or complications associated with this event. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was being treated for an aneurysm in the left ophthalmic artery segment. Vessel tortuosity was moderate. Access vessel was the femoral artery with a 7mm diameter. Additional information was received that the cause of the resistance and damage was not determined. The guidewire used was a stryker sinker guidewire. Additional information was received that clarified that part of the catheter fractured and separated from the rest.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5), in-house 0.0165¿ mandrel as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. A second echelon-10 micro catheter was also returned and will be addressed in pli-20. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub. The echelon-10 micro catheter was found bent at ~124.0cm from the proximal end (figure d). The distal ~2.4cm of the micro catheter appears to be steam shaped (figure e). The distal tip and distal marker band were found crushed/flattened (figure f). Testing/analysis: the echelon-10 total length was measured to be ~155.5cm and the useable length was measured to be ~147.8cm, which is within specification (specification: total (ref) = 155cm; usable = 147cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the tip. An in-house mandrel was inserted through the echelon-10 catheter hub, through the catheter body and became stuck at the distal flattened location. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance¿ was confirmed as resistance was encountered at the distal flattened tip. It is possible the damage occurred during removal from the dispenser coil, during handling or preparation. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.